Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review, surgeon analysis), it appears that a slight initial conflict due to the mispositioning of the cup (perched) and over stress led to pe liner breakage. The most probable root cause of this event is a surgical technique error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that the patient is a man born in 1967, generally active but works in an office environment and does not participate in any high-risk sports or activities. He returned to his doctor 14 months post-op because of minor pain, described clinically as a clicking sensation and a noise during movement. Intraoperatively, a very thick capsule was observed with no piston movement. The cup was removed, it showed good fixation. The surgeon re-reamed, gained 2 mm of trapezium height, and achieved good piston effect. The surgeon assessment is: " the problem is an excessive tension. The patient is not a manual laborer and does not exert himself during his leisure activities. I placed the cup a little too high and he had a significant fibrous reaction. These two factors may have created hyperpressure that the pe could not withstand."